Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the issue could not be reproduced. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was tested and passed visual inspection and functional testing. All the additional performance assurance tests were passed as well. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intellivue mx400 patient monitor was unable to provide sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).